Event description:
The information provided to sjm indicated a 6f angio-seal sts plus was selected for use following a percutaneous coronary intervention (pci). A 7f procedural sheath had been used. A small hematoma was observed immediately after deployment. Two days later, the patient was discharged but reported pain that night. The patient returned to the hospital but returned home when no anomalies were noted. Two days later, the patient experienced pain and loxonin was administered. Eight days following deployment, the patient returned to the hospital with recurrent pain. An echocardiogram and computed tomography (CT) scan were performed for a suspected pseudoaneurysm. The patient remained in the hospital for a few days. The patient again returned to the hospital with pain and the pseudoaneurysm was found to be enlarged. Another CT scan was performed showing a ruptured pseudoaneurysm with pus. Elevated white blood cell counts were discovered. Surgical intervention was performed to place a synthetic graft to repair the artery. Pathogenic bacteria were identified. No fever was ever observed. Cefzon is currently being administered.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) states that potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e. Collagen, synthetic absorbable suture, and/or polyer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device instruction for use (IFU) states that the safety and effectiveness of the angio-seal device has not been established in patients with pre-existing autoimmune disease. The angio-seal device instruction for use (IFU) states to not use the angio-seal device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred as this may result in an infection. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been replaced.